Manufacturer narrative:
The device was returned to smiths medical no external damage was noted. Functional tests were performed. The front piezo (speaker) did not work properly. The root cause was unable to determined. The front piezo was replaced, and the rear piezo was replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the alarm volume sounds low on the highest setting. No patient injury was reported. There was no patient involvement with any of the pumps, the issues happened during testing.

Manufacturer narrative:
The device was returned to smiths medical no external damage was noted. Functional tests were performed. The front piezo (speaker) did not work properly. The root cause was unable to determined. The front piezo was replaced, and the rear piezo was replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the alarm volume sounds low on the highest setting. No patient injury was reported. There was no patient involvement with any of the pumps, the issues happened during testing.